Manufacturer narrative:
The device has been requested yet not been returned for eval. Should add'l info become available, a supplemental report will be filed.

Event description:
Report rec'd from germany states: "cutter defect, does not cut. No pt impact."